Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips of the pk dissecting forceps instrument was odd, did not meet. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to misalignment of the grips. There was a .024 offset at the tips. Bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint which indicated likely cause of bending remained overloading at the tip. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.